Event description:
Related manufacturing ref: 3005334138-2022-00271. Following the procedure, an attempt was made to pull back the catheter while the sheath was still in the inferior vena cava. Resistance was noted and it was advised to pull the equipment out under fluoroscopy. When attempting to pull the equipment back again, it was noted that the catheter was looped around the sheath and the catheter had sheared off part of the sheath when it was originally pulled back. All of the sheath pieces of the sheath were recovered with no consequences to the patient.

Manufacturer narrative:
Two images were submitted for evaluation to product performance engineering. One image appears to show an advisor hd grid catheter. A portion of the introducer sheath has been fractured and detached, and is caught on the splines of the advisor hd grid. Splines b and c of the advisor hd grid catheter appear to be bent and out of place. The other image appears to show a non-abbott introducer sheath. A portion of the sheath has been fractured and detached and is not present in the photo. Specifically, the sheath appears to have been sliced lengthwise along the sheath. The results of the investigation are inconclusive since the device was not returned for analysis; however, two images were returned. The images appear to show that a portion of a non-abbott introducer sheath had been fractured and detached. A portion of the sheath appears to be caught on the splines of the advisor hd grid catheter. It was confirmed in the communications hub that the damage was on a non-abbott sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported resistance while pulling the advisor hd grid catheter out of the sheath remains unknown.

Event description:
B5: following a right atrial flutter procedure, an attempt was made to pull back the catheter while the sheath was still in the inferior vena cava. Resistance was noted and it was advised to pull the equipment out under fluoroscopy. When attempting to pull the equipment back again, it was noted that the catheter was looped around the sheath and the catheter had sheared off part of the sheath when it was originally pulled back. The detached piece of the sheath was pulled out with the catheter. Fluoro was used to confirm nothing was left in the body as well as ensuring that the retrieved pieces of the sheath were the appropriate length missing from the non abbott sheath. There were no consequences to the patient. Upon clarification, it was a non-abbott sheath that was damaged by the hdg.